Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Device history record reviews were performed for both the sterilization and the manufacture of the subject device lot. The reviews showed that there were no issues during the sterilization or manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) events in (B)(6) as follows: it was reported that during an osteotomy to treat a cubitus varus condition on (B)(6) 2015, the tip of the cortex screw tap broke and the fragment was retained in the patient's bone. The tap broke during preparation for the fixation of the variable angle dynamic hip plate with a 3.5mm cortex screw. The surgeon stated that he had forcefully turned the reported tap against the area of the patient's bone which had not been pre-drilled and felt this was the reason the tap broke. The surgeon removed the broken tap fragment by means of creating a hole in the patient's bone. The surgeon was then able to insert the cortex screw. The surgery was successfully completed but was delayed for 45 minutes due to the reported. This report is 1 of 1 for (B)(4).